Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported while using a direct link icp extension cable, a flat waveform and a question mark was displayed: sales representative narrative: ¿an icp monitor was inserted. All went well with calibration to anesthesia machine, calibrating dl and zeroing sensor. Patient¿s icp increased, which lead to a decompressive crani. Patient went to CT and when back in the or, team was unable to reestablish communication to the anesthesia machine. Dl box was red (very dim), which is when they called me. I had the surgeon hook it into the other ge connect on the anesthesia machine and the same issue presented. I told them to grab a transport monitor and hook it up to that system, until I could arrive. Upon arrival, I received another call, stating that the phillips transport monitor was working perfectly for approx. 20 minutes. After 20 minutes, when the circulator looked at the phillips transport box, it displayed a flat waveform and a ¿?¿ on the machine. This has happened at this facility a few other times, so I troubleshot the unit, by having the nurse first replace the cable from the dl box to the phillips transport monitor and recalibrate the dl box to the monitor. The value was 350 and when she tried to reestablish connection between the implanted sensor and the recalibrated monitor, the icp value started to drop and then completely stopped, by showing a ¿?¿ sign. Steps were completed again, with new cable from dl box to microsensor (patient). Exact thing happened with a ¿?¿ on the transport monitor (phillips) when reconnection was attempted. This is when I left the room to grab a new transport monitor for the team. Approx. 10 minutes later when I went in the room, the ¿?¿ was gone and now a waveform and icp value were noted. When the ¿?¿ was on the monitor, a waveform was not present, instead a flat line. Surgeon explanted microsensor and placed a new bolt with recalibrating and zeroing new sensor."

Manufacturer narrative:
Updated fields: d10, g2, g4, g7, h2, h3, h6, h10. Unique device identification (UDI) #: (B)(4). The cable was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed.

Event description:
N/a.